Manufacturer narrative:
On 12/20/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. White material was observed on the shell surface. During visual examination of the device, mentor product analysis lab identified a partial delamination of the shell. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the delamination occurred sometime subsequent to the removal of the device from its protective packaging. There is no complaint information attached so is not possible to confirm any failure on the device returned. There is not a root cause to determine at the moment. Multiple attempts were made to obtain additional information regarding this event, but none was made available. Without further information, there was no context given with which to analyze this device. As a result, no complaint can be confirmed, and no findings are available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
Two mentor memoryshape breast implant 280cc gel breast prostheses were received by the mentor product analysis lab. The devices were returned to mentor per the request of the explanting physician. The devices could not be associated with an existing complaint. Analysis on the devices has begun but is not complete yet. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. Documentation accompanying the returned devices states that devices were removed on (B)(6) 2018 and patient¿s explanted devices were replaced with a mentor memorygel breast implant 300cc gel breast prosthesis and a mentor memorygel breast implant 325cc gel breast prosthesis. Because of the medical device removal and replacement involved, this event will be conservatively reported to FDA. This medwatch report is for the second of two mentor memoryshape breast implant 280cc gel breast prostheses.